Manufacturer narrative:
(B)(4). Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a dried brown stain on the intraocular lens (iol). The customer discarded the device prior to implantation. In follow-up, it was reported that the customer discovered the brown stain during loading. The outer and inner packaging was absolutely fine. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site. A photo was provided and was evaluated. Scarce ovd (ophthalmic viscoelastic) residue and particles were observed on the lens indicating that it was prepared for surgical use. The photo shows what appeared to be a small stain near the lens edge. No damage was observed on the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.